Manufacturer narrative:
The customer¿s report that there were defective pcu (8015) keypads resulting in the devices not turning on was not confirmed on the returned keypads. Physical inspection noted the keypads were observed to be in good condition with no issues observed. During internal inspection, both front case/keypad assemblies were observed with sign of contamination along the circuit layer. The ac indicator lights illuminated on both of the returned keypads after plugging in the power cord and the system on key functioned as intended. All other keys functioned as intended. The proximate cause of the customer¿s report of defective pcu (8015) keypads resulting in the devices not turning on is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. The root cause of the customer¿s report of defective pcu (8015) keypads resulting in devices not turning on was not identified. Device history review: review of the pcu module (B)(4) service history record showed the device had a manufacture date of 09may2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 22oct2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. The issues were noted prior to patient use.